Manufacturer narrative:
Sales representative reported that the device will not be returning for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: lost or intermittent image probable root cause: - faulty solder joints in video path - faulty prism board or connectors - faulty xboard or ch cable connectors - break in ch cable core - faulty hdmi cable - faulty ccu power supply - internal ccu cable failure - power and/or communication - improper/no fuse installed - ac inlet board - main board - video processor - digital board - fpga - transition board - coax connector - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge - poor system grounding - improper ccu timing the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that all the monitors shut off during the case, and they lost video for quite some time. Not sure to the extent that it remained off, but the case was aborted due to malfunction. No harm as a result of the camera box, but case was aborted and rescheduled. There is also suspicion to the hub possibly shutting off and restarting mid-case as to an explanation for why all monitors lost signal.

Event description:
It was reported that all the monitors shut off during the case, and they lost video for quite some time. Not sure to the extent that it remained off, but the case was aborted due to malfunction. No harm as a result of the camera box, but case was aborted and rescheduled. There is also suspicion to the hub possibly shutting off and restarting mid-case as to an explanation for why all monitors lost signal.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.